Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose reading was 541 mg/dl. Product is not being returned or replaced.